Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured after being inflated several times at 10 atmospheres for few seconds. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a hole in the inner shaft 1mm proximally from the distal marker band. The hold in the shaft was consistent with an interaction with a guidewire. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured after being inflated several times at 10 atmospheres for few seconds. The device was removed and the procedure was completed with a different device. No patient complications were reported.